Manufacturer narrative:
MFR's investigation is still ongoing; if additional info is received, a f/u report may be submitted.

Event description:
It was reported by service report that the brakes could not be engaged. No pt involvement or adverse consequences are reported.